Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17431). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported remote transmission displayed a low battery voltage. A rapid battery depletion since (B)(6) 2013 was noted. Remaining longevity was very short. Device was explanted and replaced. Patient was well after event.